Event description:
A report was received that a trial patient was having difficulty urinating. The physician believed that the symptoms were caused by morphine given to the patient for procedural pain. The patient had the trial leads pulled and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e serial # (B)(4) description: st trial linear lead, 50cm with pre-loaded 0.014 inch stylet. The explanted devices were not returned to bsn as they were discarded by the medical facility.